Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review similarity could not be determined as a specific failure mode was unknown. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported unknown/ unspecified failure mode could not be determined. The reported patient effect of occlusion is a known inherent risk of the procedure. Based on the information provided, the death was deemed unrelated to the proglide device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is captured under a separate medwatch report number. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique prior to a portico valve placement procedure with 6, 12 and 19f sheaths. Reportedly, the valve placement procedure was successfully completed. A total occlusion was noted during femoral vascular closure associated with significant calcification below the access site and proglide closure. Guide wires were not able to cross the occlusion. Surgery was used to recover the artery. Reconstruction with excellent results was made with a graft. There was a clinically significant delay. Generalized bleeding was observed and disseminated intravascular coagulopathy (dic) was diagnosed leading to the patient death. In the physician's opinion the graft [reconstruction as a result of occlusion] was not a contributing factor to the dic and ultimate patient death. No additional information was provided.